Manufacturer narrative:
Product complaint # (B)(4). Clinical code: (B)(4): bladder dysfunction. Component code: (B)(4): device not returned.   A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.   To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.  If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Adverse events related to the tvt obturator reported via mw # 2210968-2021-03094.

Event description:
It was reported that a patient underwent a promotonfixation on (B)(6) 2017 and the mesh was implanted. It was reported that the device cuts, grates, and sends electric shocks in the patient's vagina, regardless of the patient's position and without do anything. It was also reported that the patient had itching in the anus, rectum and sitting pain, and pain even when picking up a paper. It was also reported that it is not possible for patient to cross legs or feet because of the pain in the vagina, and inside is like a sensation of electric shocks that grates and cuts the patient. It was reported that even with sitting everything cuts the patient inside, like burns on the lips. It was reported that the patient has vaginal infections, but cebu was negative. It was reported that the patient also has a feeling of full bladder all the time while going to the toilet. It was reported that in the lying down position, the patient's bladder becomes overactive despite medication and the patient's anus indicates that the bladder is full by vibrations. It was also reported that patient has pains in the saddle, and after properly drying, there are always stools on the paper a few hours later. It was also reported that it is impossible for the patient to walk, stand, sit, and drive in the same position. It was also reported that the patient has too much pain, even to the touch.